Event description:
This customer reported that they had an error 1000 during charging to 200j. They could not deliver a shock. The users switched to a different hsxl defibrillator to successfully deliver therapy to the pt.

Manufacturer narrative:
(B)(4). This customer reported that they had an error 1000 during charging to 200j. They could not deliver a shock. The users switched to a different hsxl defibrillator to successfully deliver therapy to the pt. There were no ECG strips or event summary available for review. The device was evaluated locally by phillips. The reported symptom was confirmed. The control pca was replaced to resolve the symptom.